Manufacturer narrative:
(B)(4). Date sent 3/10/2026. D4 batch #795d96. Corrected data d4: UDI#. Investigation summary: the product was returned for thorough evaluation, which included visual inspections of the returned reload. Visual analysis of the returned sample determined that one gst60w reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery's quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 795d96, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. B3: only event month and year known: february 2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60w with lot number 826d13; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples malformed after firing. Changed to another four to continue the procedure but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence reported. No additional information can be provided.